Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: degenerative scoliosis procedure: oblique lumbar interbody fusion (olif) levels: l3-5 it was reported that on (B)(6) 2015. Intra-op, blood vessel was damaged during inserting guide pin. The surgeon could not specify which blood vessel was damaged and it was happened due to technical error. Patient complications were reported unknown. The surgery was extended for 16-30 mins.no product problem.